Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. He also reported that the insulin pump delivered 11 units of insulin when he programmed a bolus of 10 units. He observed air locks in the infusion set tubing, as well. He stated that his blood glucose was not lowering with bolus treatments, and he noticed that the numbers were ramping on their own. He observed the keypad issues beginning about a month prior. The customer's blood glucose was over 300 mg/dl. He stated that the buttons worked intermittently. He noted that the insulin pump had been bumped and banged but had not been exposed to water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He declined to troubleshoot for the reported air locks issues.

Manufacturer narrative:
The insulin pump had unresponsive button due to flattened esc, act and up buttons dome switch. Unable to perform any test due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.